Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument fired but would not release the clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found medium-large clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not apply the clip as commanded. The instrument was found to have multiple input disk broken. Input disk #6 and #7 was found broken into pieces inside the housing. As a result of the cracked inputs disk the instrument failed the clip test. The complaint regarding the medium-large clip applier not releasing the clip was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product noting would not release the clip, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument fired but would not release the clip. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.